Event description:
It was reported that during a laparoscopic subtotal stomach-preserving pancreaticoduodenectomy procedure, the staples of the acral part were unformed when the device was fired on the gastric body at the 2nd firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences for the patient. There was a possibility that the target tissue was thick because it was close to the pylorus. On what tissue type was the device used? At what location on the tissue? Gastric body. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. What other color cartridges were used before and after this event? Blue (original cartridge). Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force of firing was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results found that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.